Manufacturer narrative:
Date sent to the FDA: 9/15/2020. Additional information: a2, d3, d4, g1, g2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent removal surgery and incisional hernia and ventral hernia repair surgery on (B)(6) 2017 and mesh was implanted, during which the surgeon noted ¿multiple adhesions were divided and excised.¿ it was reported that the patient experienced severe pain and a recurrent hernia. The patient had a previous mesh implanted on (B)(6) 2012 which is captured in separate file. No additional information is provided.